Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in an adult female patient who had essure (batch no. 646520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included overweight. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("severe lower back pain") and hypersensitivity ("allergic hypersensitivity reaction"). On an unknown date, the patient experienced pruritus ("skin constantly feeling like it was itching") and paraesthesia ("skin constantly feeling like it was buzzing"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, anxiety, depression, menorrhagia, vaginal haemorrhage and hypersensitivity outcome was unknown and the pruritus, paraesthesia, dysmenorrhoea, fatigue and back pain had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, paraesthesia, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: current weight 136 lbs. Per mr: insertion details: there were approximately 6 coils protruding from the os after the coil was left in place. The same technique was applied to the left fallopian tube with 0 coils noted to be extruding once the essure implant was left in place. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Events hypersensitivity & device monitoring procedure not performed were added. Historical drugs & concomitant conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in an adult female patient who had essure (batch no. 646520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("skin constantly feeling like it was itching"), paraesthesia ("skin constantly feeling like it was buzzing"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("severe lower back pain"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, anxiety, depression, menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue outcome was unknown and the pruritus, paraesthesia and back pain had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, paraesthesia, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: current weight 136 lbs. Per mr: insertion details: there were approximately 6 coils protruding from the os after the coil was left in place. The same technique was applied to the left fallopian tube with 0 coils noted to be extruding once the essure implant was left in place. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in an adult female patient who had essure (batch no. 646520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("skin constantly feeling like it was itching"), paraesthesia ("skin constantly feeling like it was buzzing"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("severe lower back pain"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, anxiety, depression, menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue outcome was unknown and the pruritus, paraesthesia and back pain had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, paraesthesia, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: current weight 136 lbs. Per mr: insertion details: there were approximately 6 coils protruding from the os after the coil was left in place. The same technique was applied to the left fallopian tube with 0 coils noted to be extruding once the essure implant was left in place. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. The reporter information was added. This case concerns adult patient. Her concurrent condition was added. Lab data was added. Essure insertion date and removal was updated. Essure indication was added. Essure lot number was added. Following events: abnormal bleeding (menorrhagia/vaginal), skin constantly feeling like it was itching or buzzing; dysmenorrhea (cramping); fatigue and severe lower back pain. She recovered from events: skin constantly feeling like it was itching or buzzing and lower back pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, 45 days before insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, headache, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation and headache to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.